Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date, date implanted, reporter name and manufacture date. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-01800 / 01801). Device remains implanted.

Event description:
Patient reportedly experiencing an allergic reaction post-implantation. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Implanted date - 2015.